Event description:
On (B)(6) 2014, a customer reported an unexpected positive result when using anti-d (series 4) monoclonal blend with the weak d assay on a galileo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to view the electronic images of the test wells stored on the galileo instrument personal computer on (B)(4) 2014. This remote viewing method determined that all testing well images appeared as they had been interpreted by the galileo. No patient sample or customer product was returned to immucor for immucor investigation. However, the immucor laboratory tested product retention samples on (B)(4) 2014 and determined that all retention product performed as expected.